Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3387s-40, lot# va02rd4, implanted: (B)(6) 2012, product type: lead. Product ID: 3387s-40, lot# va02j19, implanted: (B)(6) 2012, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that the patient had a lead revision and implantable neurostimulator (ins) replacement on (B)(6) 2017. Impedances were normal at the time of the procedure. The patient reportedly never had benefit in left hand (right lead), but did have benefit in right hand. After the procedure in (B)(6), the patient's right hand did not work and there was an open circuit on the left lead. The patient reportedly had an increase in tremor and saw a "call your doctor" message. The patient saw a neurologist on (B)(6) and found that the ins was already at end of service (eos), with the other side appearing to be fine. Impedances were normal but exact values are unknown. The patient is programmed to 3v, 450 pw, 8 rate, 731 ohms, 4.082 ma, 24 hr/day. Longevity calculations were performed which showed elective replacement indicator (eri) at 21.24 months and eos at 2.02 years. An MRI was also done which showed that the lead was bent a little bit and splitting/frayed, with a skull x-ray showing that the lead is frayed where it enters the skull and that it was the same as the lead revision mentioned previously. Based on longevity calculations the eri did not seem appropriate. No further complications are anticipated. The patient's indication for implant is parkinson's dual and movement disorders.